Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a friend/family member. The pump system was delivering dilaudid and "other drugs" that were unknown. Indication for use was known as spinal pain. It was reported that the patient had a dose increased on thepump and then claimed it was too much so the healthcare provider (hcp) lowered it. The date of the event was after the replacement in (B)(6) of 2015.

Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.